Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on five (5) units resulting in blood ending up in the holder and on the tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 samples and 3 photos for investigation. The customer-provided photos show several holders with blood leakage and tubes with blood on the shields. Additionally, the 3 customer samples were subjected to visual inspection for sleeve leakage. The samples failed testing as there was blood leakage in the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on five (5) units resulting in blood ending up in the holder and on the tubes. No adverse impact was reported regarding the patient or user.